Event description:
PICC line inserted without difficulty. There was difficulty removing the guidewire and when it was finally removed the wire was noted to be frayed with tip intact. 3fr peripherally inserted central catheter 55cm.